Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a microsensor was re-zeroed by accident and measurement was no longer possible. The microsensor and directlink were disconnected from monitoring for another procedure. When the system was hooked back up, the zero was re-done by accident, but no readings were possible. Sensor was changed. A delay of over 30 minutes was reported. The lot number is unknown.

Manufacturer narrative:
Corrected field: device available for evaluation. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.